Event description:
It was reported that during preparation for a flexible ureteroscopy procedure for kidney stones, a hair was found inside the fiber sterile packaging. The procedure was completed with another device without patient complications.

Event description:
It was reported that during preparation for a flexible ureteroscopy procedure for kidney stones, a hair was found inside the fiber sterile packaging. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was returned and there were no defects identified. The image attached by the customer showed that the fiber tray had a hair on it, thus confirming the reported event. However, the fiber package was not returned, and the photo provided was not taken with the unopened packaged, therefore, there is no evidence to clarify the cause of the initial allegation. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field d1: brand name, d4: model number, d4: lot number, d4: catalog number, d4: expiration date, d4: unique identifier (UDI) #.